Event description:
It was reported that the nail cap could not be inserted during surgery and the surgeon had to use a second nail cap. Surgery time was extended by 30 minutes.

Manufacturer narrative:
Na